Event description:
New information received notes that the patient was discharged home following the procedure.

Event description:
It was reported that a patient's pacemaker presented in back-up mode. The pacemaker was explanted and a new pacemaker was implanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.